Event description:
It was reported that a patient developed a rash on the upper ridge several days after placement of lynal denture relining and tissue conditioning material in the same area. Implants were placed to anchor the full denture two days prior to placement of the lynal. No medical/surgical intervention was required to treat the reaction.

Manufacturer narrative:
While it is unknown if the lynal used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.